Event description:
An event involving a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer experienced disconnection during patient use. The customer went in to see the patient and the patient's tubing was disconnected from the micron filter for her tpn. The filter was full of blood return and the tube was not connected to the filter anymore.¿ additional event information obtained from ufmw: the patient was a white, female. The report was completed by(B)(6), a health professional from umass (B)(6) medical center. It was mentioned under the section adverse event or product problem that it was a product problem. Update: the b1016 ext set was initially placed/used on (B)(6) 2024. There was no any issues noted or observed during flushing. One infusion infusing for 16 hours before the issue. The area where the tubing/filter separation was observed was unknown, report states the filter was no longer connected to the tubing. There was no any additional clinical observations or comments. Sample photo is not available. The device is not available to be returned for analysis/investigation as the devices were thrown away. There were no serious injuries in the reported product issue.

Manufacturer narrative:
Medwatch mandatory report uf/ importer # (B)(4).

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of tubing separation could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.